Event description:
The patient reached out to miradry to report swelling and hyperpigmentation in their axilla. The doctor had prescribed antibiotics, aspirated the fluid build up three times, and the fluid build up returns.